Event description:
Patient reported having experienced left side "nipple discharge (fluid)." No indication of treatment or surgical reoperation. Healthcare professional later reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening. (Shell thickness was within specification). Nipple discharge: unable to observe since it is not related to the device. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d9, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "nipple discharge " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge and rupture. Information contained in this report was previously submitted through psr on 16-apr-2015.

Event description:
Patient reported having experienced "nipple discharge (fluid)." Side was unspecified, this record is for the left side. No indication of treatment or surgical reoperation. Healthcare professional later reported "rupture". Device was explanted.